Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 6 of 13. Report received from (B)(6) stating that the device was returned unused because it "failed distributor's inspections." Debris in sterile packaging was observed. The device was not being used during surgery and no injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.